Manufacturer narrative:
Investigation summary: on site service of the instrument found the wash fluid dispense position was misaligned. Instrument cleaning and service was performed. Successful calibration was achieved after the service. The root cause of this event was equipment related.

Event description:
An ocd lab specialist observed biased phyt results for quality control fluid and calibrator level 2 during a cross over study. No patient samples were tested. Had this event occurred on patient samples, the magnitude and direction of the bias could lead to inappropriate physician action. There was no report of patient harm as a result of this event.